Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 744.8 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2016 a catheter revision was done. During the procedure, the physician decided to replace the pump as well. Per the physician, there wasn't anything wrong with the pump, but he wanted to replace it anyways.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.